Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a communication alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07-aug-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the black box and alarm history showed multiple call service 078 motor rewind error alarms. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Moisture corrosion was observed on the display screen inside the pump. A leak was found in the battery compartment. The pump alarmed with a call service 078 alarm upon the first rewind attempt. The reported communication complaint was duplicated. The pump cover was removed to find further moisture ingress to the power printed circuit board and the motor circuit.